Event description:
It was reported that the system would not complete boot up. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. It was determined that the sram card will be replaced. No add'l service info was provided.